Event description:
The reporter indicated that the screen of his dell x5 hand held device would freeze after pressing the interrogation button and that trouble shooting steps were unable to resolve the issue. The product was returned and is currently awaiting analysis.